Manufacturer narrative:
Insulin pump received with intermittent act and up arrow button response due to corroded keypad traces. Device received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's reported via phone call to have experienced a keypad anomaly. Buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.